Event description:
It was reported that the manufacturing representative worked with a physician that used to implant across the spine and it ¿seemed like there were revisions associated with that type of procedure.¿ the physician had transitioned to using a smaller lead, so it could be tunneled on the same side as the lead implant.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)